Event description:
The coredx forceps was inside a patient's lungs collecting a specimen, when foreceps was closed and was beginning to be pulled out the inner wire snapped. No pieces were broken off inside of patient, but specimen could not be collected due to foreceps head not opening.